Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the helix would not deploy. This lead was positioned in the right ventricular (rv) and the doctor put up to 20 slow turns on the lead initially but the helix did not move. The doctor then put anti clockwise turns on the lead, waited then tried clockwise turns again, 20+ turns and still the helix did not move. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.